Event description:
It was reported the device from the skull after alignment. The surgeon added extra rescue screws to the base to secure the device. The procedure was completed without further incident. There were no known post-op complications